Manufacturer narrative:
Age at time of event: under 18 years old. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that there was distal embolization. The 5 cm long, 50% stenosed target lesion was located in the femoral artery. A 2.4mm jetstream® xc atherectomy catheter was selected for an atherectomy revascularization procedure. It was noted that the arteries below the knee were good and there was good blood flow to the ankle. The jetstream was passed two times through the lesion in blades down mode and then two times in blades up mode. The device worked fine during the procedure. After this, a distal embolism of lesion particles due to the jetstream was noted in the below the knee artery. Another device was required to remove the embolic material. There were no further patient complications reported. The patient was stable after the event.